Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer changed the infusion set tubing. The customer's blood glucose (bg) level was over 500 mg/dl with a trace of ketones. Insulin injections were used to address the high bg level. As the tubing had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.